Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold, so an rv lead revision was conducted. The lead remains in service. No additional adverse patient effects were reported.